Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.